Manufacturer narrative:
The complaint device has been returned for analysis and the investigation is currently ongoing. The root cause of the event has not yet been identified. Once the evaluation of the device has been completed, a supplemental report will be submitted. Manufacture reference number (B)(4).

Event description:
It was reported that the rod for the hinge on the sleep appliance broke off. The customer requested the device to be remade, there was no report of harm nor injury. The device was returned and inspected and found that the anchor which holds the rod in place had detached from the appliance. The date of event is unknown.

Manufacturer narrative:
Manufacture reference number - (B)(4).

Event description:
Additional information reported, the anchor and rod detached from the appliance and the patient brought the device back to the office for repair in (B)(6) 2024 (exact day unknown), the doctor did not repair and sent the device back to glidewell for repair. It was reported there was no harm or adverse event. The patient was unable to use the device.